Event description:
It was reported that the patients lead had migrated. The patient underwent a revision procedure wherein one of the leads was replaced and the other one was repositioned. The patient was doing well postoperatively. The explanted lead will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7072961.

Event description:
It was reported that the patients lead had migrated. The patient underwent a revision procedure wherein one of the leads was replaced and the other one was repositioned. The patient was doing well postoperatively. The explanted lead will not be returned as it was kept by the medical facility. Additional information was received that the patient was experiencing loss of adequate therapy due to lead migration. The repositioned lead only migrated slightly.